Event description:
It was reported inner sterile packaging was found damaged. This issue was found at the distributor's warehouse. 2 products were affected by the issue. There was no patient involvement.

Manufacturer narrative:
(B)(4). Reported event was confirmed as the pictures received show that the inner cement pouch sealing was opened. The product analysis can't be performed as the product was not returned. The review of the device manufacturing quality record indicates that 1 675 products refobacin bone cement r 2x40g, reference 3003940002, lot number a742dl1109 were manufactured on 05 april 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. 1 complaint has been recorded for refobacin bone cement r 1x40 g, batch a742dl1109 within one year. According to available data, the most probable root cause is due to packaging issue (sealing process). A CAPA has been initiated in order to implement actions to avoid the recurrence of this type of issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6) (B)(6) the device was not returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality record indicates that (B)(4) products refobacin bone cement r 2x40g, reference 3003940002, lot number a742dl1109 were manufactured on 05 april 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported inner sterile packaging was found damaged. This issue was found at the distributor's warehouse. 2 products were affected by the issue.